Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but the surgeon refused to provide further details. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was weaker than calculated. Two weeks after implantation, the pt was not satisfied. The axis was reported to be switched and the pt saw shadows. The iol was exchanged for a different model and the pt was satisfied. Add'l info has been requested but the surgeon refused to provide further details.